Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen times off sooner than expected. There was no impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.